Manufacturer narrative:
Title: laparoscopic delayed and interval appendectomy in the workstyle reform era source: surgery today (2022) 52:1023¿1030 accepted date: (B)(6) 2021 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated outcomes of patients who underwent laparoscopic appendectomy for appendicitis between october 2015 and september 2019. There were 245 patients divided into three groups: emergency appendectomy (immediate surgery, n=153), delayed appendectomy (surgery during daytime the following day, n=38) and interval appendectomy (antibiotics treatment followed by selective surgery three to four months later, n=54). The stump of the appendiceal root was closed with a single or double ligation or was resected using endo gia 45-mm reload. Patients in the emergency and delayed appendectomy group presented with either perforated appendicitis or abscess and the patients in the interval group did not have inflammation at the time of surgery. Postoperative complications included deep surgical site infections. There were two patients in emergency appendectomy that required surgical procedures, one for postoperative complication that suffered from an intraabdominal abscess, and the other suffered from a cutaneous-intestinal fistula. Readmission rate was similar with the incidence of intraabdominal abscess and of all surgical site infections in the two groups. The patients with abscess were extracted from the emergency and delayed appendectomy to control for the influence of abscess on surgical outcomes.